Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/shortness of breath and sinus issues while using the device. Medical intervention was not specified. The device was returned 02/27/2023. Three attempts to gather additional information were made. See related ra's 308905813 308989166 the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/shortness of breath and sinus issues while using the device. Medical intervention was not specified. The device was returned 02/27/2023. Three attempts to gather additional information were made. See related ra's (B)(4). The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a sinus issues, difficulty breathing and shortness of breath. A pms clinical expert review determined, based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged harm\ injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No care orchestrator data was available for download. An unknown dust contaminant was observed on the rear panel, bottom enclosure and blower and a dark contaminant was observed on the front panel. Pil found no evidence of sound abatement foam degradation and breakdown.